Event description:
It was reported that the patient complained of 'feeling horrible' and has had some syncopal episodes. The ventricular lead exhibited rising thresholds. The lead will be reprogrammed, and remains in use. The lead thresholds will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 188tc competitor implantable pacing lead - 2009 (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to exhibit high thresholds. The implantable pulse generator (ipg) experienced premature battery depletion. The lead remains in use, and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.